Manufacturer narrative:
The patient received the implant on (B)(6) 2022, and on (B)(6) 2022 the physician noted he was "doing well" with "controlled pain." On (B)(6) 2022, the patient had a telemedicine visit with his physician to which he stated that the implant did not "feel as normal as he would like." There was a flare on the right side approximately 1 cm below the head of the penis. The physician explained that a revision surgery could correct this issue, but the patient decided to follow up in 3 months to assess progress then and decide. On (B)(6) 2023, the patient had another telehealth visit where he expressed, he would like to correct the flare/protrusion on the right side, and his primary goal is to retain his length. On (B)(6) 2023, the patient had the revision surgery due to the implant displacement, and on (B)(6) 2023, was reported to be "doing well" and had "cosmetically great results." On (B)(6) 2023, the patient returned via telehealth, and was emotional regarding the presence of new flares, and stated that it was impacting his self-image. The patient decided to wait and think about a potential revision surgery. On (B)(6) 2023, the patient returned, still concerned with the new flares and decided to have an additional revision surgery. The patient returned to have the flares revised, and it was noted the patient had minimal scrotal ecchymosis and mild infrapubic edema. The physician reported that the patient looked "really great" on exam. Risk of migration and swelling is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "a collection of blood under the skin (hematoma) and/or bleeding and/or transient black and blue bruising (ecchymosis)," and "temporary reactions, swelling and/or erythema" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The instructions for use state that displacement may occur from improper implant sizing and/or placement due to a variety of reasons such as: the implant is too large or the cavity too small, or where there has been inadequate preoperative assessment of stresses causing movement of the implant. With the lack of supplemental information, it is unable to determine what caused implant displacement. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.